Manufacturer narrative:
A partial lead was returned for analysis in one piece measuring 6.5 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number:2017865-2019-13281, related manufacturer reference number:2017865-2019-13292, related manufacturer reference number:2017865-2019-13294. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. The reported cause of death was cardiopulmonary arrest.